Manufacturer narrative:
Film evaluation summary: a photo of the patient¿s implanted endurant ii stent graft during laparotomy intervention was received. The image shows the aneurysm excised into and spread to visualise the stent graft in vivo. The specific part of the endurant in view cannot be determined. There appears to be blood coating the stent graft in one area particularly. There is no visible stent graft tear or deterioration. Conclusion the reported endoleak seen during the laparotomy was confirmed; however the cause or type of endoleak could not be determined. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s showing aneurysm enlargement and possible endoleak assessment were also not provided. While is it possible that the observed blood may have been an endoleak and may have contributed to the reported aaa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This leakage may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered all the suture needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received; it is now reported the device were not explanted and the type iiib was located at the 4-5th stent from the proximal region of etlw1610c124ej (B)(6), connected to the contralateral side, this was treated by applying the glue to clog the leak source. D:4 , d:6 updated b:3 updated, year and month valid only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm on an unknown date. It was reported on an unknown date five years later, that aneurysm expansion was noted. Intervention was then performed, during a laparotomy a blood vessel prothesis was implanted. The physician noted a iiib endoleak in the explanted endurant. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.